Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead, which resulted in inappropriate hv therapy. Lead damage of the rv lead is suspected, but not confirmed. A revision procedure is anticipated, but intervention has not been performed at this time. The patient was stable and will continue to monitored.